Event description:
The customer reported that while the unit was in use on a patient, the display went blank and the unit reset. The pump functioned properly after the reset. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem, but did confirm the following codes were logged in the fault journal: 24 (undefined or invalid 68020 interrupt fault), 25 (68020 bus error) and 36 (68020 keypad unit fault). He replaced the main board. The unit was tested to factory specification. It functioned normally and was returned to use.